Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user experienced difficulty unlocking the device screen. The user was advised to update the device and call back if there was any further issue. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.